Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. Medical images have been provided and a review is currently being performed. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast tissue marker placement under MRI imaging there allegedly was a blooming artifact covering a 4mm invasive ductal carcinoma. It was further reported that the obscured view of the carcinoma allegedly prohibited the physician from determining further care for the patient and therefore could be potentially life threatening. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: based on the images provided, MRI images demonstrated artifact in the left and right breast can be confirmed. Based on the images provided, a breast tissue marker was identified in the left breast can be confirmed. Conclusion: although the sample was not returned for evaluation, images were provided for review. Based on the images reviewed, the investigation is confirmed for the reported issue, as artifacts were identified in the images provided. Per the reported event details, the biopsy clip was visualized under MRI imaging. The current IFU states, "mr image quality may be compromised if the area of interest is in the exact same area or relatively close to the position of the breast tissue marker. Therefore, it may be necessary to optimize mr imaging parameters for the presence of this metallic implant." It is possible that procedural issues and/or imaging techniques contributed to the reported event. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast tissue marker placement under MRI imaging there allegedly was a blooming artifact covering a 4mm invasive ductal carcinoma. It was further reported that the obscured view of the carcinoma allegedly prohibited the physician from determining further care for the patient. There was no report of patient injury.